Event description:
The customer reported that during surgery, the insulation on the tip of the device deteriorated and disengaged. The device was being used as bipolar scissors at the time this occurred. There was no tissue damage and no patient injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.